Event description:
Related manufacturer report number: 3006705815-2024-00534. It was reported that the patient lost effective therapy due to high impedances on both leads. It was noted that the patient had a fall. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.